Manufacturer narrative:
Because the complainant never returned the device for evaluation, (B)(4) has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated: "we have received two separate reports of leaking tubing from this lot #. One incident occurred with one of our own nurses during an initial antibiotic hook-up at bedside when coordinating a patient's discharge. She reported that . . . Upon starting the infusion, she noticed fluid coming out from under the pump bar. Upon inspection, she reported that the infusion set had separated at the joint just past the blue connector where the tubing diameter steps down, leaving the dose of medication unusable." A further communication about the same was as follows: "we have particular lot number of curlin tubing, 0.2 filter (340-4130) that we have had numerous patients complaining that the filter is breaking and they are having to discard full bags of medication." (B)(4) also learned upon follow-up that the provider's nurse "was able to identify fluid leaking just proximal to the blue tubing guide of the administration set, tubing didn't have any obvious crack or split." No further information was provided, and no serious injury to a patient was reported. (B)(4).